Event description:
The olympus technical assistance center (tac) reported on behalf of the customer the evis exera iii xenon light source front panel had blinking light-emitting diodes (leds). The reported issue occurred during the end of an esophagogastroduodenoscopy procedure. The procedure was subsequently completed with the same device and rebooted the equipment. After rebooting, the issue was resolved. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was not reproduced, and a probable cause could not be identified. A definitive root cause was not determined. Olympus will continue to monitor field performance for this device.